Event description:
The sales rep reports that during an unknown procedure, the generator kept stating to re-grasp on tissue. It was not reported how the procedure was completed. No patient impact reported.

Manufacturer narrative:
(B)(4). Should the information be provided later, a supplemental medwatch will be sent. The device was received with the top of the I-blade fractured and lifted. The upper jaw detached from instrument and returned. The device was partially tested with a generator and the device performed as required during testing; though all testing could not be completed due to the damage to the I-blade and upper jaw. No yellow alert screens were displaying during testing. When the I-blade is damaged, the top jaw can be deformed such that shorting is possible with the electrode resulting in reposition and replace errors. This was not confirmed during analysis. There is insufficient evidence related to what caused the damage; a probable cause of the damage to the jaw and I-blade could be not allowing thick and fibrous tissues to denature prior to I-blade advancement. Excessive user force applied through the handle with thick, tough, or voluminous tissue can generate jaw loads that result in mechanical damage within the jaws. Excessive user load ultimately results in the failure of the head feature on the I-blade. This damage to the I-blade can lead to top jaw damage and possible detachment from the instrument.